Event description:
The manufacturer received info alleging airflow stopped while in pt use. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for eval. The device's inlet filters were contaminated with particulate preventing the device from pulling air into the blower. This condition led to the customer's complaint that the device would not blow air.